Event description:
I received allergan natrelle style 20, breast implants in september. Within months I started experiencing weight gain, migraines, brain fog, heart palpitations, anxiety, hormonal issues, decreased libido, dry and itchy skin and skin problems, losing hair, cold sensitivity, tingling and/or numbness in hands and fingers, eye dryness, pmdd, pain in both breasts and into the armpits, neck and shoulder pain, problems swallowing and teeth problems. I had none of these until I got implants. I have 8 children and I need to have these implants removed but unfortunately, money is an issue. With the thousands and thousands of women having these issues and worse, something needs to happen to help us. FDA safety report ID# (B)(4).